Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would engage in a different direction than the surgeon was trying. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar extended range instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and moved intuitively with full range of motion in all directions and passed intuitive motion with no issues observed. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was retested and passed all in-house testing on three attempts. The instrument was fully functional. There was no physical damage. The housing was removed for inspection and found no damage. No product issue was identified.